Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause.

Event description:
It was reported by the patient that they had a pod where insulin was leaking from the insertion site. Patient claimed that the pink slide did not moved forward. Cannula was said to be bent/crooked. The pod was worn for more than 48 hours on the arm before the issue was realized.